Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss realized that the accessory tubing pack set, reusable model opo65 (no lot number provided) should have been changed by the customer. Fss changed the tubing pack, calibrated vacuum and performed the field service checklist, which the unit passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported low vacuum during surgery with the sovereign compact console. No patient treatments delayed or cancelled.

Manufacturer narrative:
Additional information: a document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.